Manufacturer narrative:
Evaluation summary: this type of fracture may occur due to fatigue caused by activity level of patient or due to insufficient engagement of pins during surgery leading to stress rise. No post-operative x-rays were provided to confirm whether locking occurred. Exact cause analysis can not be determined with certainty. Evaluation results/conclusions: all four tines on the inner pin fractured. Tines were not returned for review. Outer pin exhibits burnishing along outer shaft. Humeral bushing exhibits fracture damage. No lot number was provided; therefore, manufacturing records could not be reviewed. Scanning electron microscope examination indicates fracture appears to have occurred by fatigue. Presence of shear stresses are also noted.

Event description:
It is reported that patient is a truck driver and received the device due to a traumatic injury. A few months prior to revision surgery, the patient reported he felt something different in his elbow. An x-ray showed a broken pin bushing. During surgery, the ulnar and humeral components were still well fixed, so the surgeon removed and replaced the pin.